Event description:
It was reported that there was difficulty in recapturing the device. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The closure device was deployed in the laa of the patient, but it was in poor position. The physician decided to fully recapture the device and remove it. While trying to recapture the device, it got stuck in the laa, the was was moved over the device to help with the recapture, but it was still difficult for the physician. The device was eventually able to be removed from the patient and a new closure device was opened to continue to the procedure. The physician deployed the new 27mm closure device in the laa of the patient and while release criteria was being checked a pericardial effusion was noted. The effusion was monitored until the procedure was finished and did not require any intervention. The procedure was completed with the closure device being successfully implanted in the laa of the patient. The patient fully recovered from these events and there were no other complications that were reported to have occurred.